Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right atrial (ra) lead and right ventricular (rv) lead dislodged approximately one month post implant due to improper clothing size of the patient . The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.